Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that a patient got his device explanted and went with another company because his device was not being charged up quickly and stated it took a long time to recharge implant. Patient stated it was sometime last year (2016). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their device had been explanted on (B)(6)2017. No further issues were noted or anticipated.